Event description:
It was reported that "the catheter was inserted into the patient successfully at the first attempt. After two days, the patient was sent to x-ray department for the CT scanning. During the CT scanning, the medial lumen did not connect anything for drug infusion and just connect the needleless connector. After the CT scanning, the hub of the medial lumen was dislodged from the catheter. The whole catheter was then removed and replaced by another catheter".

Manufacturer narrative:
(B)(4). The customer report of extension line/luer hub separation was confirmed by visual inspection of the customer supplied photo. The image shows a catheter with the medial extension line missing the luer hub, however, full complaint verification testing to evaluate the cause of the damage could not be performed as no sample was returned for analysis. A device history record review was performed based on a potential lot from sales history, and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(6). The full UDI number is not available as complainant did not report a lot number.

Event description:
It was reported that "the catheter was inserted into the patient successfully at the first attempt. After two days, the patient was sent to x-ray department for the CT scanning. During the CT scanning, the medial lumen did not connect anything for drug infusion and just connect the needleless connector. After the CT scanning, the hub of the medial lumen was dislodged from the catheter. The whole catheter was then removed and replaced by another catheter".